Event description:
The pc board melted. The event happened at the users facility. No injuries were reported.

Manufacturer narrative:
The pcb is in the process of being returned. Eval has not been completed.